Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's final investigation. Additional information: d8, g2, h4, h8. The device was returned to olympus for inspection. Upon evaluation, the reported malfunction of error code e226 was confirmed, attributed to the image sensor unit cable becoming kinked at the edge of the control section. Additionally, the following reportable malfunction was identified during the device evaluation: chipping of the a-rubber adhesive and error message e216 (scope communication error) displayed. Based on the investigation findings, the kinking of the image sensor unit cable at the edge of the control section was determined to be the result of component failure. The kink is believed to have caused breakage or a short circuit of the output signal wires, which subsequently led to the image abnormality. The following factors may have contributed to the kinking: - stress applied to the bending section caused by oblique trocar insertion or withdrawal of the trocar while the device was in a bent position. - excessive external stress applied to the image sensor cable, such as over-twisting or excessive bending of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer

Event description:
It was reported the flex deflectable videoscope displayed error code e226. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.